Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver hydromorphone (dilaudid) [1.0 m g/ml] at 0.2801 mg/day and bupivacaine [1.0 mg/ml] at 0.2801 mg/day , indicated for failed back surgery syndrome and spinal pain. It was reported that the patient was having issues getting her personal therapy manager (ptm) to connect. The poor communication icon was reported. It was stated she has to try 2-3 times to get the ptm to connect. It was stated that the patient did not use an antenna. It was noted that an 8840 physician programmer was able to connect right away. It was stated the patient has to point the head of the ptm into the pump. The patient reported that sometimes when she sits down and leans forward, the pump flips. It was noted that that the patient had an appointment on wednesday ((B)(6) 2017) with her managing physician and requested to have a manufacturer's representative there. No out of box failure reported. A medical/therapy problem associated with a small parts was not reported. No patient symptoms were reported. No further complications were reported.